Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was not getting adequate stimulation. It was believed that one of the lead has fracture. Fracture was determined by impedance check where contacts was found nonfunctional. It was noted that the leads and ipg were malfunctioning. The patient will undergo leads and ipg replacement procedure

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not getting adequate stimulation. It was believed that one of the lead has fracture. Fracture was determined by impedance check where contacts was found nonfunctional. It was noted that the leads and ipg were malfunctioning. The patient will undergo leads and ipg replacement procedure.